Event description:
It was reported that the patient developed pericarditis within 24 hours post implant. A micro-perforation was suspected so the right ventricular and right atrial leads were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode was covered with blood and the helix was distorted from being bent. The lead had apparent explant damage. The analyst commented that the lead was returned with the helix bent. The bent helix is likely due to explant damage. Due to the helix being bent, the extension/retraction and length testing could not be performed.